Event description:
It was reported that the patient with this right ventricular (rv) lead experienced syncope, loss of consciousness and fainting. Upon review, it was noted that this rv lead was not capturing at bipolar mode configuration and patient is dependent. Then, the rv lead was programmed to unipolar mode configuration, but noise and pacing inhibition was observed. This rv lead was found to be dislodged. Subsequently, a revision procedure was performed and the rv lead was partially explanted and replaced. No additional adverse patient effects were reported.